Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: broken cr tibial poly trial. Tka 2.0. Mako 4.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a trial insert, fractured with the fragment also present in the photograph. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the trial fractured during surgery. The reported device was not returned however photographs were provided for review. The photographs show a trial insert, fractured with the fragment also present in the photograph. No further investigation for this event is possible at this time. If device/additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.